Event description:
During a mapping and ablation procedure to treat premature ventricular contractions of the right ventricular outflow tract a intellanav mifi open-irrigated catheter was selected for use. It was reported that the tubing connector of the catheter was broken. The catheter was exchanged and the procedure was completed successfully with no patient complications.

Manufacturer narrative:
The intellanav mifi oi catheter was received by boston scientific for analysis. Visual examination revealed saline on distal end and inside several irrigation ports. While manipulating the shaft, continuity checks revealed no electrical opens or shorts, as checked manually using a multi-meter and breakout box. All electrodes, sensor and thermocouple resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device's lumen was leak tested using an isaac pressure decay test system set to 107 psi, and a touhy bourst seal for sealing the irrigation holes and me's. The lumen pressure decay was measured three times and lumen pressure decay values were below the maximum limit. The device was connected to a rhythmia hdx system, maestro 4000 generator and metriq pump in the cis lab. The distal end was submersed into the center of a tank of saline. Temperature and impedance readings were normal. Three 30 ml /min, 120 second, 50w ablations were performed. All three ablations (straight, right & left curve) were normal with no error codes or warnings. The luer was not leaking. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a mapping and ablation procedure to treat premature ventricular contractions of the right ventricular outflow tract a intellanav mifi open-irrigated catheter was selected for use. It was reported that the tubing connector of the catheter was damaged. The catheter was exchanged and the procedure was completed successfully with no patient complications.